Manufacturer narrative:
Concomitant medical products: product ID: bi71000717, lot #: none, ubd: unknown, UDI #: unknown. Product ID: bi20000398, lot #: none, ubd: unknown, UDI #: unknown. Product ID: bi71000491, lot #: none, ubd: unknown, UDI #: unknown. A medtronic representative visited the site to evaluate the equipment. Covers were replaced. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for a sacroiliac and thoracolumbar procedure. It was reported that a piece of the imaging system covers had fallen out. It was further reported that troubleshooting steps were performed and it was found that there was a broken sidewall, inner cover, and wheel cover. It was noted that the probable cause was impact damage on the covers. Imaging was aborted. There was no patient impact outcome and less than an hour delay to the procedure.